Event description:
The customer states that a pt sample tested using a cell-dyn 3200 cs analyzer printed an incorrect data report to a printer connected to the analyzer. Results were not reported out of the lab with no impact to pt care or treatment. The printout contained erroneous results and garbled info. The sample was repeated, yielding acceptable results. Service was dispatched to the customer site to troubleshoot the issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.